Event description:
Surgeon removed the hardware, 6 screws, 2 level plate, 6 locking screws and revised the patient to a spacer, plate and four screws. Complaint was updated to reflect additional locking screws added to complaint event, in addition, one screw was not returned for evaluation. This is 2 of 13 reports.

Manufacturer narrative:
Devices: 1 plate, 5 screws, 6 locking screws.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The part was received with all prongs bent outward and with a locking screw is blocked in the head. The article number of this expansion head screw is unknown. Therefore, as all prongs are bent outward because a locking screw is blocked in the head, it is impossible to check the relevant dimensions of this screw. Device history records review could not be completed and no conclusion could be drawn as no lot number was provided. The cause of the complaint condition cannot be determined.

Event description:
Pt was implanted with acdf, c5-c7 on an unknown date. It was discovered, the pt had a nonunion and the expansion head screws were not locked into the plate at c7. Pt was returned to the operating room on (B)(6) 2012, surgeon removed the hardware, 6 screws, 2 level plate, and revised the pt to a spacer, plate and four screws. There were no pt complications. This is 2 of 7 reports.